Event description:
It was reported that a user with an fsl3+ sensor did not see blood glucose readings and the ilet pump displayed ¿pairing with sensor.¿ symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included resolution after the user rescanned the sensor in the ilet mobile app and was informed about the sensor pairing period. Investigation included user guidance and troubleshooting education regarding proper sensor scanning and the expected pairing behavior. Investigation of this case revealed that sensor data were not yet available because the system was in the normal pairing period, and a subsequent successful scan restored expected operation. It was concluded, based on previously established findings for similar reports, that the cause was use-related and consistent with normal device behavior during sensor pairing.